Event description:
It was reported "after removing the catheter from the packaging, slight unraveling at the tip was observed. After evaluation, an attempt was made to insert it. However, the balloon encountered resistance after passing a certain distance through the sheath and could not be advanced into the correct position. Attempts were made to withdraw and re-advance it, but proper placement remained unachievable. Subsequently, a new catheter was used for reinsertion, and this time the balloon was successfully placed into the correct position". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging box. The sample was returned in a cardboard box and was in a ziploc bag. Upon return, the teflon sheath was noted on the iabc outer lumen; the sheath extrusion was noted damaged and not returned. No other abnormalities were noted to the sheath hub. The one-way valve was tethered and connected to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0057in-0.0062in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/ clotted central lumen. Upon aspiration, water was unable to be pulled into the syringe. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood was noted. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed before inserting the guidewire. Another attempt to aspirate and flush the catheter was successfully completed. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "the balloon encountered resistance after passing a certain distance through the sheath" is not confirmed. The returned intra-aortic balloon catheter (iabc) passed functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time.

Event description:
It was reported "after removing the catheter from the packaging, slight unraveling at the tip was observed. After evaluation, an attempt was made to insert it. However, the balloon encountered resistance after passing a certain distance through the sheath and could not be advanced into the correct position. Attempts were made to withdraw and re-advance it, but proper placement remained unachievable. Subsequently, a new catheter was used for reinsertion, and this time the balloon was successfully placed into the correct position". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)